Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned/ non-emergency treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system made an error indicating the image store was not available. Upon troubleshooting, fse reviewed the system log file and checked the image storage functionality using the diagnostic test, which shows so many suspended, corrupted images are stored to the image drive. To resolve the issue, fse repaired the image storage drive and created a new image storage. But the issue reoccurred and got resolved by replacing ippc and fse installed new ippc hard drives, reloaded ippc software and re-creating image store partitions. After replacement of ippc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system gave an error indicating the image store was not available, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.